Event description:
It was reported to boston scientific corp, that a gold probe device was used during a gastric cauterization procedure performed on (B)(6), 2009. According to the complainant, the gold probe was plugged into a generator with a bipolar cable. An attempt was made to cauterize the site. However, there was no visible impact on the mucosa. No electricity was seen at the distal end of the probe. Another device was used to complete the procedure. The biomedical technician at the hospital tested the cable; the cable was conducting electricity. No pt complication were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).